Manufacturer narrative:
After battery installation, unit counted up to seven and gave an unexpected blank display, problem isolated to mother board. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay and cracked reservoir tube.

Event description:
It was found per failure analysis that insulin pump had a blank display after battery installation due to mother board. Insulin pump also had physical damage.